Event description:
During a procedure in the sinus transversus, the thromcat helix fractured and broke through the catheter approx 15 cm from the catheter tip. Thromcat was removed and there was no pt injury.

Manufacturer narrative:
Explanation of method - the suspect device has been returned and evaluated. The angiogram from the case has been requested to complete the investigation. Therefore, the investigation report is not yet complete. The complete investigation report will be submitted in a f/u to this MDR. Explanation for results - the device carries the ce mark for use in coronary and peripheral arteries. The target vessel in this case was the sinus transversus in the base of the skull. Explanation of conclusions - the angiogram from the case has been requested to complete the investigation. No conclusion have been made to date. The complete investigation report will be submitted in a f/u to this MDR.